Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, product type: lead. The implant date reported is after the use before date. Follow up is being performed to confirm the correct implant date.

Event description:
The company representative (rep) reported the patient was sitting in the front passenger seat of a car and felt strong stimulation suddenly when the driver braked hard. The patient programmer (pp) showed the output changed to 10.0v. After this when standing, the patient decreased the output manually; however the output automatically returned to 10.0v again. A factor that contributed to the event was due to the external impact on the patient's body, the distance between the lead and the spinal cord changed temporarily and the implantable neurostimulator (ins) moved violently. It was also reported at the lead migrated out of position or the direction of the ins changed which resulted in the change in how to feel stimulation. This may have caused the output switched to the setting at operation. Troubleshooting was performed, the patient visited their doctor and the doctor checked the setting of stimulation. It was found that the output at operating was originally set at 10.0v with adaptivestim (as). The physician reached the opinion that the output probably switched to the setting at operation because of the impact of brake, it was unlikely product failure. The issue was resolved at the time of this report. The device remained implanted and in service. The physician&#62688;observation in regards to severity was not severe. No surgical intervention occurred nor was planned. The patient was alive with no injury. The rep reported five days later that at the occurrence of the event, it was confirmed that the programmer was 10v, however, the physician set up mobile mode at 10v and the setting was changed by impulse of sudden braking (settings confirmed by telemetry). After the attending physician decided to cancel the mobile mode, the same issue did not occur reportedly. The physician would inform the rep with any additional information if there was any change. The indication for use included chronic pain.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information clarified that the ins output setting switched to the mobile mode ¿possibly because the location of the lead or spinal cord changed temporarily¿ or possibly because the ¿ins was shaken due to the external shock.¿ it was noted that nothing would be down to address the ins moving in the pocket or the lead migration.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.